Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead with the connector pin measuring 2.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.